Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: iw1412c105xh, serial/lot #: (B)(4), ubd: 21-sep-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately nine years later with right leg pain. An angiogram then showed migration of the talent bifurcate and right limb occlusion. The physician then placed an endurant aui device along with an endurant limb as treatment. A fem-fem bypass was also completed. This resolved the event however the patient had an ischemic right foot following the procedure. Two weeks post the procedure the blood flow to the right foot was reported to be now good. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.